Event description:
It was reported that pump experienced malfunction while caller was updating pump. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy, or they would reach out to their hcp to obtain a backup method of insulin therapy.